Event description:
Caller reports the pt tested 6.1 inr on the coaguchek xs system and 4.4 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system; however, unable to replace strips as lot number is unk.